Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that their insulin pump is alarming low reservoir when their insulin pump is not low on insulin. Customer's blood glucose level 116mg/dl. Customer declined troubleshooting. No additional information was provided.